Event description:
It was reported that during an unspecified procedure, the guide wire tip detached. The target lesion was located in the posterior tibial artery. A support catheter was placed in the patient. A non bsc guide wire was placed in one vessel and the 300cm journey guide wire was in posterior tibial. While manipulating the journey guide wire, 2cm of the tip became detached. A goose neck snare was utilized in an unsuccessful attempt to remove the tip which lasted over an hour. The wire fragment remains in the patient below the knee. There were no additional patient complications reported.

Event description:
It was reported that during an unspecified procedure, the guide wire tip detached. The target lesion was located in the posterior tibial artery. A support catheter was placed in the patient. A non bsc guide wire was placed in one vessel and the 300cm journey guide wire was in posterior tibial. While manipulating the journey guide wire, 2cm of the tip became detached. A goose neck snare was utilized in an unsuccessful attempt to remove the tip which lasted over an hour. The wire fragment remains in the patient below the knee. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a fracture approximately 6.5" distally from the adhesive proximal ramp. Microscopic inspection revealed the coil wire/core wire/ribbon joint (ccr) and the distal tip were detached/separated from the guide wire and were not returned for analysis. The core wire was fractured. Sem analysis concluded that the core wire fractured due to twisting and then pulled to failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).